Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height legacy 3.1 was not detected on the bus. A field service engineer (fse) initially replaced the retractable band. However, the drawer continued to not display on the system map. Upon further inspection, the field service engineer observed a medication spill inside the drawer. Diagnostic testing revealed that auxiliary board 3.1 (moab) was not detected on the bus. Additional troubleshooting identified a failed interface printed circuit board (pcb), which was subsequently replaced. Following replacement, the issue was resolved. The customer then completed a medication inventory to confirm proper system operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 was failed and all drawer pockets inside drawer 3 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.